Event description:
It was reported that a pt received three burns during a MRI exam (c-spine, brachial plexus) in (B)(6) 2012. The pt did not communicate any discomfort during the double study, as the pt was anesthetized. On (B)(6) 2013, ge healthcare was made aware of the event after the hospital received notification of a possible law suit. Pictures show 3rd degree burns totaling more than 2.5 cm on the pt's right upper arm. The site describes that the pt was "mummy wrapped". No padding was used to prevent skin to skin contract, but 1-inch padding was used to isolate the patient's arms from the bore. The pt was reportedly treated at the hospital's wound care clinic. The exam consisted of 22 scans for a total time of 1 hour, 42 minutes inside the magnet. The series were as follows. Fgr/to; 1 min, 14 sec. Fgr/60; 1 min, 1 sec. Fgr/60; 1 min, 1 sec. Se; 4 min, 50 sec. Fse-xl-90; 2 min, 24 sec. Fse-xo/90; 6 min, 14 sec. Fse-xl/90; 2 min, 27 sec. Se; 4 min, 59 sec. Fse-xl/90; 6 min, 4 sec. Fse-xl/90; 2 min, 24 sec. Fgr/30; 24 sec. Frfse-xl/90; 5 min, 04 sec. Se; 7 min, 31 sec. Fse-xl/90; 3 min, 54 sec. Merge/25; 11 min, 52 sec. Frfse; 5 min, 20 sec. A 30/gr/5; 6 min, 24 sec. Fse-xl/90; 7 min, 44 sec. Fse-xl/90; 7 min, 27 sec. Se; 6 min, 49 sec. Se; 7 min, 58 sec. Se; 7 min, 59 sec. The pt was placed head first, supine position, arms at the side. Blood pressure, ECG and pulse o2 were also in use for monitoring. An anesthesia airway (et tube) was also in use during the scan.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification. A review of the planned maintenance records confirmed that the system was operating to specification (B)(4) 2012 and (B)(4) 2013. Per the mr safety guide 2381696-100 rev 13, "insert non conducting pads at least 0.25 inches thick between touching parts (i.e. Skin to skin contact) and between the pt and the bore wall and the pt and any coil or conductors." The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming.